Manufacturer narrative:
The results of this investigation concluded tearing was observed in all three cusps. Circumferential fibrous pannus ingrowth was observed on the inflow side, which extended focally onto the base of cusps 1 and 3. Fibrous pannus ingrowth was also observed onto outflow base of cusp 3. A thin layer of fibrin was observed on the inflow and outflow surface of cusps 2 and 3. No acute inflammation or significant calcifications were observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears, pannus, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted secondary to moderate-severe aortic regurgitation. Details on the replacement were not made available; however the findings at explant included one torn cusp. Of note, prior to the redo avr the patient reported a fall of unknown etiology. At the time of the event, a large trashcan toppled onto the patient.